Event description:
It was reported that during implant multiple attempts were made to identify an appropriate implantation site but satisfactory electrical parameters could not be obtained. The right atrial (ra) lead was removed and a significant amount of fibrous tissue was found attached to the lead tip. The tissue was cleared and the lead was re-attempted for implantation; however, stable fixation still could not be achieved. The lead was removed and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.